Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event. A broken piece, approximately 0.39" x 0.10" was not returned. Material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additional observation not reported was a broken clamp arm. The inner tube slots where the clamp arm hinges was what broke off, causing the arm to dislodge. No material appeared to be missing. Failure analysis found the additional failure of a broken clamp arm to not be related to the customer reported complaint. Additional observation not reported was that the teflon pad on the clamp arm was found with thermal damage. Melted char marks were observed. Any material missing is likely thermally induced rather than mechanically induced. Failure analysis found the additional failure of thermal damage to the teflon pad to not be related to the customer reported complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stated that the harmonic ace instrument tip broke but didn't fully come off. Nothing fell into the patient. The procedure was completed with no reported injury.